Manufacturer narrative:
It was observed to be a "box indicating nasal/packaged as oral". No other issue was observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record), the product et tube, preformed uncuffed nasal, 5.0, lot# 01l1300086 was manufactured on november 14, 2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the outer label and the package label both reflect the same reference number of (B)(4), but have different product descriptions and lot numbers.